Manufacturer narrative:
Quality control recovery was acceptable. The field service engineer determined the fifth nozzle's vacuum line of the cell rinse mechanism was pinched and he rerouted the tubing. He performed a mechanism check and did not observe any overflowing. Customer performed calibration and qc with no issues or overflowing. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned gluc3 glucose hk gen.3 and hdlc3 hdl-cholesterol plus 3rd generation patient results on a cobas 6000 c (501) module. Patient's 1 initial glucose result was 57 mg/dl with a data flag with a repeat result of 105 mg/dl. Patient's 2 initial hdl result was 142 mg/dl with a repeat result of 47 mg/dl. Patient 2 was a (B)(6) female. The initial results were not reported outside the laboratory. The customer determined the repeat results were correct. The glucose reagent lot number was 432303 and expiration date of 30-dec-2020. The hdl reagent lot number was 372938 and expiration date of 29-sep-2020.